Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) reused used a single use product. A hp contacted a baxter technical service representative (tsr) to request technical assistance while performing pd therapy on the homechoice (hc) device. The tsr assisted the hp to trouble shoot the issue. During the conversation, the hp stated that she disconnected the heater bag and connected a new bag. The tsr explained proper procedure with solution bags. The tsr assisted the hp in ending the therapy session and advised the hp to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting an empty heater bag and replacing it with a new bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.